Manufacturer narrative:
The 24-off-label, unapproved or contraindicated use (abdominal aortic stent graft implanted in the thoracic aorta). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aortic extension cuff stent graft was implanted in the patient for the endovascular treatment of a 56mm diameter pseudo aneurysm. It was reported that during the index procedure, the device was implanted from a trans left subclavian approach and was deployed in the proximal ascending aorta. After the stent graft had been deployed, the patient became hemodynamically unstable and expired. Per the physician, the cause of the event could not be determined but it was believed that the pseudo aneurysm ruptured during the procedure. No additional clinical sequalae were reported.